Event description:
It was reported that during procedure, when the subject balloon was inflated, the contrast agent was found to be leaking from the subject balloon, so the subject device was removed from the body. When the subject balloon was inflated outside the body, it was confirmed that the subject balloon was broken. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. D4 gtin - added. H4 manufacturing date ¿ added. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. As per additional information provided, no damage was noted to the packaging prior to opening the packaging and the device was prepared as per dfu for this product. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the subject balloon catheter which had been performed preparation was guided to the lesion to perform post percutaneous transluminal angioplasty pta. Then, balloon inflation was performed; however, the contrast agent was found to be leaking from the balloon, so the device was removed from the body. When the balloon was inflated outside the body, it was confirmed that the balloon was broken'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the reported events of 'balloon burst/ruptured during use' and 'balloon leaked during use.'

Event description:
It was reported that during procedure, when the subject balloon was inflated, the contrast agent was found to be leaking from the subject balloon, so the subject device was removed from the body. When the subject balloon was inflated outside the body, it was confirmed that the subject balloon was broken. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.